Event description:
It was reported that the pt experienced hemiparesis of their left leg. It was also reported that the pt experienced a shocking/jolting sensation. Add'l info had been requested, but was not available as of the date of this report.